Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported that during a procedure on the artis dbc system the unit got blocked during an interventional procedure and could not be recovered. The patient had to be transferred to an alternative system in order to finish the examination. At this point in time there is no awareness about impact to the state of health of the examined patient. The reported incident occurred in (B)(6).

Manufacturer narrative:
Siemens has completed an investigation of the reported event. With the available information, a problem within the can communication could be identified. The problem could be solved on short notice by system re-start as described in the system manual. The manufacturer is not considering further actions resulting from this event. With the measure foreseen for this kind of problem the system could be taken back in operation on short notice.